Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. The customer has not ordered any replacement parts and has stated that they will continue to troubleshoot the reported issue, so at this time, the suspect device/component is not available for a manufacturer evaluation. If the device/component does return for a manufacturer evaluation, then a supplemental report will be submitted. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming ext peak pressure, circuit occlusion, safety valve open and the ventilator does not cycle. The customer stated there was no patient associated with this event.